Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no mannitol on the helix. It is unknown whether damage to the mannitol is strictly user induced or design/manufacturing related.

Event description:
Boston scientific received information during implant, this right atrial (ra) lead exhibited electrode end issues. The covering on the tip of the lead was knocked off prior to entering the patient's body. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.